Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dried serum on two each, plunger and tip clamps in the reported problem area of the pipette assembly. Two lld contact springs and one plunger clip were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.